Event description:
The manufacturer received information alleging a service required code related to low inspiratory pressure, low minute ventilation and circuit disconnect. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The unit inside of the device was inspected and the inlet air path assembly was observed to not fit properly. The device's inlet airpath assembly needs replaced to address the issue.